Manufacturer narrative:
Product is not expected to return as it remains in service. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was revised due to high pacing thresholds. Initially, it was thought that the rv lead was placed in the ventricle, but the next day after implant it was noticed that the physician had mistakenly implanted the lead in the middle cardiac vein. This issue was not noted with fluoroscopy during implant and high pacing thresholds were obtained, which were expected to decrease after the surgery. When pacing threshold measurements remained high on the next day, a true lateral chest x-ray showed that the lead was not where it was intended to be. The patient underwent surgical intervention to reposition the lead. No additional adverse patient effects were reported. This is considered serious injury as surgery was necessary to solve the issue. The lead is not expected to return as it remains in service.